Event description:
(B)(4). Initial and additional information was received from a consumer on (B)(6) 2009: a male, patient, with a 29-year-history of (B)(6) was treated with poly-l-lactic acid (sculptra, lot # and expiration date not provided). He also had a history of a brain hemorrhage in 2002 and two brain surgeries. After the surgery, he reported that his weight dropped (B)(6). Since that time he reported that he built himself back up but has required 69 treatments with poly-l-lactic acid. His last treatment was in (B)(6) 2009. He reported that his insurance has denied coverage as medical necessity but the dents are coming back so he needed more treatments. He went on to say that he did not have any adverse effects from poly-l-lactic acid. No further relevant information was reported.